Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available. D10. Concomitant medical products tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm lot: 62466362. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The doctor reported that the patient had suffered from severe periodontitis and peri-implantitis for several years. Despite regular monitoring, a covid-19 infection and a decrease in immunity led to the complete loss of the implants. The implants at tooth positions #45 and #46 were removed. The patient also developed an abscess.